Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the ins depletion issue was confirmed. The patient also noted that the depletion was apparently due to normal depletion and they were ¿scheduled for correction¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's ins apparently depleted and it was about 3 weeks ago. The patient mentioned that she spoke with her local representative on (B)(6). There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient reported a power on reset (por) message; meaning was reviewed. When the patient saw a por, they said they had a return of symptoms and they had to void every two yours; they went to change programs and saw the por. As a result of what was reported, they were redirected to their healthcare provider (hcp); they have an appointment in three weeks. The patient was told to call their hcp back and see if they can get in sooner. They were also told that they can call in and request a manufacture representative (rep) to be at the appointment if they need one. No further patient complications have been reported as a result of this event.